Event description:
It was reported (via clinic notes received on (B)(6) 2012 and dated (B)(6) 2012) that a patient was hospitalized (B)(6) 2011 due to seizures. The patient had one seizure which required hospitalization. The patient's seizures usually last for 15 minutes and involve a loss of consciousness. The patient does have an aura/warning prior to her seizures. The seizures are not associated with a fever. Attempts for further medical information have been unsuccessful to date.